Manufacturer narrative:
Eval summary: the device was not returned for analysis. The device history record (DHR) was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. The shunt's lumen appeared to be clear, with no blockage. The complainant statement "no flow" could not be confirmed. The root cause could not be conclusively determined, and it is not product related. There have been no other complaints reported in the lot number. Add'l info was requested and received. (B)(4).

Event description:
A surgeon reported, a shunt was explanted in a secondary surgical procedure due to the shunt was "no flow" and the pt's intraocular pressure (iop) was rising. A trabeculectomy was performed. In a f/u, the surgeon reported the event resolved with treatment.